Event description:
The treadmill would not stop when the stop button was pressed. The patient pushed the stop button four or five times which over loaded the buffer sequence which caused the unit to lock-up like a regular computer.